Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, from which water invaded the device. It caused an abnormality in electrical components and then the error message was displayed. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user can reduce/prevent the suggested event by handling device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue was discovered during maintenance of the scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence was likely due to sporadic failure. During the evaluation the insulation resistance at the tip was out of standard due to a scratch on the plastic distal end cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the screen was partly dark due to a scratch on the charge-coupled device lens. It was observed that the light guide lens was chipped. It was also observed that the adhesive part of the bending section cover was broken. It was observed that the scope connector cover unit was polluted. Lastly, water invasion was observed in the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.